Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that approximately one hour after the start of an infusion (100 ml/hr), a leak was observed at the catheter connection below the spin collar of the administration set. No patient harm was reported.

Event description:
The customer reported that approximately one hour after the start of an infusion (100 ml/hr) in the malignant hematology unit, a leak was observed at the catheter connection with the needless connector, and below the spin collar of the administration set. The set(s) were replaced. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 25ml baxter bag, din (B)(4), lot number w8a10c1, exp oct 18, 0.9% sodium chloride. Conclusion code: field left blank- no available code for undetermined or unknown cause. The product received for investigation (used (B)(4) was not confirmed, as no leaks were identified during visual or functional testing. However the customer report of a leak at the connection below the spin collar of the administration set was confirmed based on a picture provided by the customer identifying a fluid leakage at the engagement between a set luer and maxzero valve entrance. The maxzero was not received for inspection. Visual inspection of the returned set showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report was not identified.